Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The mildly stenosed, eccentric target lesion was located in the mildly tortuous and moderately calcified eft anterior descending artery. The lesion was well prepared and predilated. A 16 x 3.00mm promus premier select was deployed, and there were no issues with stent deployment. However, post stenting, the patient passed away. It was noted that the patient passed away on the same day as the stent implant.